Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead approximately twelve hours post-procedure. The lv lead was reprogrammed from lv3 - right ventricular (rv) coil to lv1 - rv coil and remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.